Manufacturer narrative:
The associated complaint device was not returned for evaluation. This event was reported from a literature review. After repeated requests, smith and nephew has been unable to obtain device details. Smith and nephew has an outstanding request with the reporter for information. As device details were not made available, a device history record review cannot be completed. Also, a complaint history review could not be performed due to lack of device information. Our clinical evaluation could not performed at this time as no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. It was communicated, however, that the amputations these patients had ¿were not due to consequences of the tsf¿ but because they suffered massive trauma from roadside bombings. Should clinical documentation become available in the future, the clinical/medical task may be re evaluated. No further medical assessment is warranted at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. We will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.mimb review: assess severity of complaint case to determine if additional action and further inputs are required for inclusion in medical assessment. Determine if a medical assessment would be performed based on a review of the complaint detail and further recommendations from the medical director/designee.master c-0242798 with multiple related c#s. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director.a review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.)no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. It was communicated, however, that the amputations these patients had ¿were not due to consequences of the tsf¿ but because they suffered massive trauma from roadside bombings. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time.

Event description:
Amputation was identified during a literature review. I have no further information. The customer information reflected in this complaint report reflects the name and correspondence information of the main author of the article. Paper: blair ja, owens jg, saucedo j, hsu jr. Functional rehabilitation with a foot plate modification for circular external fixation. Foot and ankle international. 2013;34(6):890-897.